Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a larger-than-usual day of eating while using the ilet system, the patient entered an additional meal announcement for an ice cream sandwich about an hour after dinner and subsequently experienced hypoglycemia, with a lowest measured blood glucose of 50 mg/dl confirmed by fingerstick. Symptoms included hypoglycemia. Outcomes included self-treatment and recovery to target range without medical intervention or hospitalization. Investigation included complaint review and troubleshooting with education on low blood glucose treatment. Investigation of this case revealed no device malfunction and suggested inappropriate bolus timing relative to recent intake as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.